Event description:
Country of complaint: (B)(6); complaint states: needle detachment and threads are broken

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014; samples received: 9 unopened pouches. Analysis and results: there are no previous complains of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfilled the requirements of the OEM. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the oemm. Remarks: when working with premilene suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).